Manufacturer narrative:
The device has been received for evaluation, however , device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Customer changed the pump supplies to address the issue. Reportedly, the customer was wearing the infusion set for 3 days. Clinical support informed customer that wearing the infusion set for 3 days is off label per the user guide. Customer¿s blood glucose (bg) level was 265 mg/dl. Ultimately the customer reverted to an alternate form of insulin therapy.